Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reports "experienced discomfort and issues with my implants", "discovered that my implants pose a significant risk to my health", "had a mammogram and ultrasound... Which revealed a deterioration of both implants with suspicion of bilateral intracapsular rupture in both", "causing a great deal of mental and psychological distress and anxiety". This record relates to left side. Device scheduled to be explanted.